Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultramini meter displayed an error 1 message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that she obtained the error 1 message around 5pm on (B)(6) 2018. The patient manages her diabetes with insulin (no adjustments). She denied making any changes to her usual diabetes management routine following the start of the alleged issue. She reported that around an hour after obtaining the error message, she developed symptoms of ¿sweaty and dizzy¿. She reported that she self-treated her symptoms with food around 6:30pm on (B)(6) 2018. She also reported that around 7:30pm on (B)(6) 2018, she tested her blood glucose levels on another meter (name not known) and obtained a result of 83 mg/dl. During troubleshooting, the csr noted that the subject meter was being used for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Sweaty and dizzy, after allegedly obtaining the error message on the meter.